Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital with infection. The implantable cardioverter defibrillator and left ventricular lead were explanted. During the procedure, the patient had several episodes of ventricular fibrillation but was successfully externally defibrillated. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.